Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone has completely leaked into the breast¿.

Event description:
Patient reported ¿silicone has completely leaked into the breast¿. Patient also reported "tiredness", "sleeplessness", "general unwell feeling", "impairment of the arm", "imbalance" "headaches that increasingly became worse" and "nausea"; these events are not device related. This record is for the left side. Device has been explanted.